Manufacturer narrative:
An event of device migration was reported. Information from field indicated that there were no difficulties noted with implanting the device and the device was implanted successfully. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. During the procedure it was acknowledged that use of a vascular plug for a patent ductus arteriosus defect was considered off-label use. Please note that per the instructions for use, "warnings: the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Event description:
It was reported that a 14mm amplatzer vascular plug was selected for implant on (B)(6) 2024 using a non-abbott delivery system. During the procedure it was acknowledged that use of a vascular plug for a patent ductus arteriosus defect was considered off-label use. The patient was noted to have an unusual pda shape defect. There were no difficulties noted with implanting the device. The physician applied slight tension to the pusher wire prior to device detachment from the delivery system. The device was implanted successfully. On (B)(6) 2024, the device was detected to have migrated. The device was recaptured via transcatheter snare and removed from the patient. The device was replaced with a new atrial septal defect (asd) device. The physician stated that the migration was not due to the device but the patient anatomy.

Event description:
It was reported that a 14mm amplatzer vascular plug was selected for implant on (B)(6) 2024 using a non-abbott delivery system. During the procedure it was acknowledged that use of a vascular plug for a patent ductus arteriosus defect was considered off-label use. The patient was noted to have an unusual pda shape defect. There were no difficulties noted with implanting the device. The physician applied slight tension to the pusher wire prior to device detachment from the delivery system. The device was implanted successfully. On (B)(6) 2024, the device was detected to have migrated and completely dislodged from the implant site. The device was re-captured via transcatheter snare and removed from the patient. The device was replaced with a new amplatzer septal occluder. The physician stated that the migration was not due to the device but the patient anatomy.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.